Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was implanted within the common bile duct of a cancer patient, during an endoscopic retrograde cholangiopancreatography procedure performed on (B) (6) 2009. According to the complainant, the patient had a non-resectable progressive malignant tumor within the distal common bile duct. On (B) (6) 2010 the patient was admitted to the hospital with icterus. On (B) (6) 2010 a percutaneous transhepatic cholangiography was performed. At this time it was noticed that the stent was occluded with tumor ingrowth. External drainage was inserted to alleviate the cholestasis. Propofol was used during procedure. The stent remains implanted and the patient remains hospitalized. The patient condition post procedure was reported to be "stable".

Event description:
A customer reported they observed a crack in their freestyle navigator transmitter below the battery compartment. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection, interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a correction to the previous report that stated no cracks were observed during testing. Additional investigation on this transmitter identified cracks at the battery door latch. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009.